Manufacturer narrative:
During follow-up, the patient said she did not ever notice any defect or malfunction with the t14 catheters over the 3 years of use.

Event description:
Intermittent catheter patient (user) said she was treated for a urinary tract infection (uti) concurrent with catheter use just a few days ago and her doctor prescribed an antibiotic. During follow-up, the patient said she took the full course of the prescribed antibiotics and recovered.